Event description:
The customer contact reported that during testing at the user facility, while programming the device, after calibrating the device touchscreen, it drifts when pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device passed testing by responding when pressed; however, the key alignment was off and a review of the device history indicated multiple touchscreen "button ID: invalid" alarm codes. Additional testing found contamination on the bottom of the touchscreen. This was due to fluid ingress. This device has been identified as paty of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.